Event description:
Customer reported that pump screen was not turning on, leading to blood glucose levels being displayed as "high." There was an adverse impact on customer's blood glucose level. Customer administered corrective injection via manual delivery and received further instructions from technical support to troubleshoot the issue, which were unsuccessful. Customer declined interest in an out-of-warranty loaner pump, and technical support arranged for a replacement pump while recommending manual delivery to continue insulin administration.